Event description:
Same case as: 2134265-2010-03934. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a wire fracture occurred. The 99% stenotic lesion was located in the calcified left anterior descending artery. The physician encountered difficulty increasing the rotational speed of the 1.50mm rotablator burr during testing. While attempting to get the burr up to optimum speed the 325cm rotawire guide wire became entwined with the rotablator burr and the wire fractured. The procedure was completed with another 1.50mm rotablator burr and another 3.25cm rotawire guide wire. No patient complications were reported and patient status is good.

Manufacturer narrative:
(B)(4): the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported complaint is caused by other device. (B)(4)